Event description:
The customer called into technical support (ts) requesting parts ID for a cpu board, would not power on in ventilation mode. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
It is unknown if the unit was on patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the part number he received from the manual wasn't pulling apart when he attempted to order. The customer provided the part number to the rse. The rse informed that the part number is for sw version 3.00. This part number isn't available in the us and is only for international use. Provided customer with correct part number and price. Multiple good faith efforts were made to obtain information regarding the patient involvement, repair, and operational status with no response from the reporter and, therefore, cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed.